Event description:
A hospital in (B)(6) reported that the swivel wye piece of an rt235 infant dual-heated evaqua breathing circuit came apart after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint swivel was returned to the manufacturer for evaluation. The complaint swivel elbow and swivel wye piece were received separated from each other. The complaint swivel was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: the complaint swivel was found to be damaged in a section of the where it is sealed. The complaint swivel elbow and the swivel wye piece were able to be fitted tightly together. The pressure test identified the pressure drop to be outside specification for this product. The waterbath test identified the leak to be in the damaged sealing area of the swivel wye piece. A lot check could not be performed as no lot number was provided. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is likely that the damage observed on the complaint swivel was due to some form of physical damage. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. The rt235 user instructions state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported that the swivel wye piece of an rt235 infant dual-heated evaqua breathing circuit came apart after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.